Manufacturer narrative:
The subject device was returned to olympus for evaluation . Device evaluation noted the reported error e433 constant reboot mode was not reproduced however, evaluation found multiple e433 errors in the error log. Furthermore, unrelated to the reported issue, the following were identified during inspection: a crack on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the high frequency unit "esg-400" to olympus repair center for evaluation of a reported displayed error code e433 constant reboot mode. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, it is likely that error e433 (constant reboot mode) was originated due to a user error, or a defective foot switch. However, a definitive root cause cannot be established as the event was not reproduced. Olympus will continue to monitor field performance for this device.